Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a dialysis catheter placement procedure using a hemostar hemodialysis catheter. During the procedure, it was observed that the peel away sheath of the long-term catheter did not advance smoothly into the subcutaneous tissue. Upon removal, the tip of the sheath was found to be broken, bent, and to have burrs present. The patient experienced mild discomfort. The procedure was successfully completed using an alternate device. No patient injury was reported.